Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One tactisys quartz was received for evaluation. When power was applied, the tactisys completed post (power-on-self-test) and communication was established. A known-good catheter was connected, and contact force was not observed which duplicated the reported symptom. Fiso diagnostic revealed a signal loss at channel three. The lc/lc fiber optic adapter was cleaned, and the catheter was reconnected. Channel three appeared to be functional and contact force was observed. The tactisys was functioning as intended after the lc/lc fiber optic adapter was cleaned. The reported event was confirmed, and the root cause was consistent with debris within the lc/lc fiber optic adapter. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an atrial tachycardia procedure, when connecting the tactiflex ablation catheter to the tactisys quartz, after insertion into the patient, it did not show the contact force values, resulting in a delay. The tactiflex ablation catheter was replaced but the issue remained. The tactisys quartz was replaced, and the issue was resolved. The procedure was completed with no adverse patient consequences.